Event description:
A healthcare facility in australia reported that an iw952 infant warmer would not give any audible alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) are currently in the process of retrieving further information regarding this complaint. We will provide a follow up report upon the completion of our investigation.

Manufacturer narrative:
(B)(4), method: control pcb of the complaint iw952 cosycot infant warmer was returned to fisher & paykel healthcare (f&p) in new zealand where it was inspected by a trained technician. The unit was performance tested. Results: performance testing of the returned control pcb revealed that there was a faulty with the pcb and the speaker was working as intended. Conclusion: we are unable to determine the cause of the reported event. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications.

Event description:
A healthcare facility in australia reported that an iw952 infant warmer would not give any audible alarm. There was no patient involvement.